Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced inappropriate therapy due a sensing anomaly was observed. A change in impedance was also noted. Lead was capped and replaced.